Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was applied on the left lung artery in a laparoscopic thoracoscopic lobectomy, the blood vessels broke and the cartridge would not move forward. They tried a new cartridge and the same issue occurred. They changed the cartridge again and they were able to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were no staples protruding from proximal staple cartridge channel in both reloads. Reload one was received with the lock ring rotated out of position. The interlocks were overridden and the reloads were applied to test media. All staples were placed, and test media was cleanly transected. The interlock on the reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Additionally, the investigation detected a secondary condition of lock ring out position that has may have a relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. If information is provided in the future, a supplemental report will be issued.